Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The event of "nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected ¿off-label¿ with juvéderm voluma® xc. A month later, the patient experienced a ¿nodule¿ in the cheek, which the healthcare professional thought was ¿infection¿ since the nodule was ¿warm.¿ the patient was prescribed antibiotics which the patient stated but did not finish as the nodule ¿went away.¿ the nodule returned and the patient went to the emergency room. Lab were ordered that result noted as ¿normal.¿ another antibiotic was prescribed. Event status is unknown.